Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
A resolute onyx des was implanted during the index procedure. It was reported that patient suffered non-q-wave myocardial infarction in the target vessel (rca). The sponsor assessed that the event is possibly related to the device but not related to the anti platelet medication.

Manufacturer narrative:
The patient has a medical history of atrial fibrillation, hypertension, cardiac admissions 30 days prior to the index procedure. The index procedure was prompted by stable angina and positive stress test. During the index procedure two resolute onyx stents were implanted into the lad and three resolute onyx stents were implanted into the rca. Cec adjudicated stent thrombosis as no event. Cec commented that side branch occlusion of the rca was observed. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
The investigator reported that the event is causally related to the device and not related to the anti platelets. The sponsor assessed that the event is causally related to the device and possibly related to the anti platelets. A peri pci nqwmi (target vessel, rca) occurred due to side branch occlusion after stenting of the rca. The patient recovered. If information is provided in the future, a supplemental report will be issued.